Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device failure.

Event description:
The 1st revision of l2 screw was performed on (B)(6) 2017 at (B)(6). Primary implant on (B)(6) 2016. In the primary procedure the right l2 screw was placed incorrectly. The screw was removed and replaced with a correctly positioned screw. Adverse event to the patient - nerve pain in the right leg. Patient outcome post surgery - unsure.